Manufacturer narrative:
Based on the information available, no specific allegations were made against the inflatable penile prosthesis (ipp); however, product analysis did confirm that the product was operating out of device specifications. The cylinders, reservoir, and (ms) momentary squeeze pump were leak and pressure tested, visually inspected, and microscopically examined. No visual damages or leaks were identified with the component. All components passed the leak and pressure testing that was performed. Upon the functional testing of the (ms) momentary squeeze pump, it did not pass the inflation and activation tests that were performed; therefore, the product analysis confirmed a malfunction with the ms pump. A shipping review and device history record review could not be performed as the lot information was not available despite good faith efforts. The labelling review did not find any evidence that the product was handled improperly. The risk review identified mechanical issue as an adverse event that is a known risk with the ipp documented in the hazard analysis. The product analysis did confirm that the pump malfunction traced to component failure.

Event description:
It was reported that the patient underwent a surgical procedure to have an inflatable penile prosthesis (ipp) explanted for unspecified reasons. The explanted components were analyzed and were identified as operating out of product specifications. No patient complications were reported.